Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed for re-hospitalization for second mitraclip procedure. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4. The first clip delivery system (cds) was advanced to the mitral valve and the clip was implanted but mr was not reduced. A second cds was advanced in an attempt to reduce mr and grasping was performed. However, by grasping several times, mr was visible again. The physician decided to end the procedure. Only one clip implanted, and mr remained at 4. On (B)(6) 2021, a second mitraclip procedure was performed successfully. Two clips implanted, reducing mr from 4 -2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported unchanged mitral regurgitation (mr) could not be determined. The reported patient effect of mr as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.